Manufacturer narrative:
The reported event of device unexpectedly switching to MRI mode during implant procedure was confirmed. The root cause of this unintended switch to MRI mode was unable to be determined.

Event description:
It was reported that a right ventricle leadless pacemaker (rvlp) was implanted it was noted that the rvlp was programmed to MRI settings. The MRI settings were disabled allowing for regular checks and setting adjustments to be made. There were no patient consequences.